Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was selected and prepped by closing the valve and flushing it with a 60ml syringe. The was then positioned in the laa. The physician was able to close the valve; however the physician seemed to be having troubles with bleeding every time he opened and closed the valve, it would continue to bleed until he opened the valve fully and pushed in on the hub while closing. The bleeding occurred during both accessing the laa, during wire and catheter exchanges, and post recapture when the device was being removed and the pigtail was being reinserted. They continued to open and close the valve while pushing forward to stop the bleeding which seemed to work initially and then it would start to bleed again during manipulations. The procedure continued and the implant was successfully completed. The patient experienced an estimated blood loss of 400ml. After the procedure, the patient's blood pressure dropped from 140 systolic to 70 systolic and they were placed on medication to maintain their blood pressure. They were transfused with two units of blood. The patient was admitted to the cardiac intensive care unit where they stabilized after about 4 hours. The patient was released the next day and was doing well.